Event description:
It is reported that during bilateral patellar fractures procedure, the head of the screw came off. The reporter said that the first screw went in with no complications. The surgeon used a couple screws on it. The second patellar, the doctor was taking down the screw, and then the head engaged the bone. The surgeon pushed it hard and snapped the head of the screw off. The surgeon went in, took the head of the screw and left the rest of the screw in the patient. A reporter added that the surgeon twisted harder than he would recommend. There was a 3 minute delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could noe be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.